Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when a patient presented in the office not feeling well, lead dislodgement was observed. Loss of atrial sensing and pacing were noted. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to retract. The patient was stable during and post procedure.